Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with unknown mentor smooth saline prostheses experienced bilateral cutaneous contour deformities post procedure. Wrinkling near the arms on both implants was noted. As a result, an explant was performed on (B)(6) 2021. See 1645337-2021-03986 for contralateral prosthesis report.